Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab examined main printed computer board assembly (pcba). The failure was immediately duplicated. The root cause of the reported issue was isolated to the barometric pressure transducer fault. This reported issue will be tracked and internally investigate the situation.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported that after start up was completed, the avea ventilator screen was freezing up and unresponsive to touch. They checked the user interface module cables and reinstalled software but it did not correct the issue. The customer reported there was no patient involvement associated with this event.